Event description:
Customer stated "the cord sparked while she was using this pad on her shoulder." She was laying in bed when this happened. As soon as it sparked, she unplugged it. Product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the cord had a small burn right by the strain relief. This pad was manufactured in 1994, the product was approx. (B)(4) years old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.